Manufacturer narrative:
(B)(4).

Event description:
It was reported that the, about a year prior to report, the patient was having major pain. At that time, the neurosurgeon did a ¿pumpagram¿ and found blood in it. The patient also had a pump replacement and it was stated that the ¿needles and catheter¿ were both left inside the patient, though it was unclear what ¿needles¿ referred to. The reporter was wondering if the patient should have them taken out and was also wondering why ¿the needles fell out of his spine¿. It was indicated that the patient was not seeking to do anything with the neurosurgeon. It was also noted that when the patient saw his healthcare provider (hcp) to remove staples, he mentioned contacting the pump manufacturer and the hcp got mad and sent the patient to a different hcp for the staples. The patient had reportedly had nine back operations and had an implanted pain stimulator, though it was unclear if any of these were related to the event. At the time of report, the pump and catheter were still inside of the patient. The device system was used to deliver morphine.

Manufacturer narrative:
Product ID: neu_unknown_cath, lot# unknown, product type: catheter. (B)(4).